Manufacturer narrative:
Although the reported pump stop event was confirmed via the submitted log files, the cause could not be conclusively determined during the evaluation of the returned driveline. The submitted log file captured a pump stop event at 7:42pm on (B)(6) 2017 and low speed event to 7850rpm at 1:17am on (B)(6) 2017. Each of the events occurred while the system was operating on the power module. The system resumed operating at the set speed following the events and no further low speed or pump stop events were captured during the final 4 days of the log file. The cause of the captured events could not be conclusively determined. The approximately 20" segment of driveline replaced by technical service was returned for evaluation. Examination of the driveline found some shield breakdown under the connector bend relief and approximately 8" from the controller connector. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. No further issues were reported following the repair. Additional log files were submitted and contained 33 days of data following the repair on (B)(6) 2017. The log files appeared to show the system operating as intended. The patient remains ongoing on vad support and no further issues have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's date of birth and age were not provided. (B)(4). Approximate age of device- 2 years and 9 months. A portion of the percutaneous lead (driveline) has been returned for evaluation. The evaluation is not yet complete. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that multiple pump stoppages occurred on (B)(6). The patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed multiple pump stoppages that appear to have only occurred while the vad was connected to the power module. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed. After the replacement, the lvad was connected to a grounded power module patient cable and no additional alarms were reported. No additional information was provided.